Manufacturer narrative:
H.6. Investigation: no product or photo was returned by the customer. A device history record review for model 2426-0500 lot number 20043191 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. H3 other text : see h.10.

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing ballooned. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20043191 it was reported that as infusion initiated, tubing ballooned at distal end. The infusion was not completed and this tubing was removed from patient.

Manufacturer narrative:
The initial reporter also notified the FDA on 9 july, 2020. Medwatch report # mw5095226. Report source other: medwatch report. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that as lvp 20d dehp 3ss cv tubing ballooned. The following information was provided by the initial reporter: material no: 2426-0500 batch no: 20043191. It was reported that as infusion initiated, tubing ballooned at distal end. The infusion was not completed and this tubing was removed from patient.